Event description:
During the lap gastric bypass case, the generator received a solid tone while activating. It was noticed that the 4-40 stud was loose. The case was then finished with a second handpiece with no pt consequence.